Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced rubber stopper remained in tube(stopper/shield separation). The following information was provided by the initial reporter. The customer stated: it was reported by the customer that cap fell apart during blood collection thus resulting in stopper function. Customer mentions the following: lot- 1326275 exp 11/30/2022 this was a serum seperator tube. You can see the stopper was completely messed up from manufacturing. Its almost if it didn¿t get cut right. They introduced the tube into an instrument for automatic system for blood testing, with an automatic robotic de-capper. The instrument removed the "hemogard" part of the seal but left the rubber stopper behind. Customer reports this is an on-going issue with the bd vacutainer tubes. They say they have detected extra pieces of plastic left during the molding process that prevents the correct de-capping of the tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary status: confirmed parent ID: (B)(6). Catalog number: 367986. Batch number: 1326275. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 1 customer photo and 16 customer samples were received for review and analysis. The customer photo does confirm the reported failure mode of closure separation as the photo provides evidence of hemogard cap detached from the rubber stopper. The reported failure mode of closure separation can be confirmed based on customer photos analysis. In addition, the 16 customer samples were sent to franklin lakes for appropriate testing for closure separation. 0 of 16 retain samples resulted in closure separation. Therefore, the testing was not able to duplicate the closure separation defect confirmed from the customer photos. Bd was able to confirm the customers reported failure mode closure separation based on the customer photos. The closure separation was caused by the excess trim on the rubber stopper. The root cause of the stopper trim defect is left over rubber material remaining in the die, which is the equipment that cuts out each individual rubber stopper from the rubber sheet. Based on an evaluation of severity and frequency of closure separation for this batch it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced rubber stopper remained in tube(stopper/shield separation). The following information was provided by the initial reporter. The customer stated: it was reported by the customer that cap fell apart during blood collection thus resulting in stopper function. Customer mentions the following: lot- 1326275 exp 11/30/2022 this was a serum separator tube. You can see the stopper was completely messed up from manufacturing. Its almost if it didn¿t get cut right. They introduced the tube into an instrument for automatic system for blood testing, with an automatic robotic de-capper. The instrument removed the "hemogard" part of the seal but left the rubber stopper behind. Customer reports this is an on-going issue with the bd vacutainer tubes. They say they have detected extra pieces of plastic left during the molding process that prevents the correct de-capping of the tubes.